Event description:
A customer reported a signal loss issue with the adc device, with use with reader. As the customer therefore did not have high/low glucose alarms, the customer experienced a seizure and loss of consciousness, and ambulance was called. The customer was treated with glucose infusion by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time sensor has not yet been returned and a valid serial number has not been provided for sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and liquid contamination was observed on pcba (printed circuit board assembly). The liquid contamination in the usb port would prevent the customer from charging the reader which would lead to the reader not powering on. The returned reader was further de-cased and liquid contamination was observed on pcba (printed circuit board assembly). Reader log was unable to be downloaded due to liquid contamination. Therefore, issue is not confirmed to use due to liquid contamination in the usb port. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with reader. As the customer therefore did not have high/low glucose alarms, the customer experienced a seizure and loss of consciousness, and ambulance was called. The customer was treated with glucose infusion by healthcare professional. There was no report of death or permanent injury associated with this event.